Event description:
It was reported that this right atrial (ra) lead exhibited a sudden rise in impedance and noisy signals. It also exhibited low amplitudes. The noisy signals were able to be reproduced with isometrics. An x-ray was performed. Dislodgement was not seen; however, insulation damage was observed. The lead was explanted and replaced. Lead fracture was observed. The lead remains in hospital possession. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 200 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. Analysis concluded that the clinical observations of pacing impedance high, low amplitude, and noisy signals were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden rise in impedance and noisy signals. It also exhibited low amplitudes. The noisy signals were able to be reproduced with isometrics. An x-ray was performed. Dislodgement was not seen; however, insulation damage was observed. The lead was explanted and replaced. Lead fracture was observed. The lead remains in hospital possession. No additional adverse patient effects were reported. Subsequently, the lead was returned for analysis.